Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that after the implant procedure of the new cardiac resynchronization therapy defibrillator (crt-d), an hematoma was observed. A new intervention was performed to resolve the hematoma issue. The bleeding was stopped, the pocket was washed and the procedure was completed. Electrocautery mode was used during operation. After the operation was finished, the crt-d was returned to the original setting. No additional adverse patient effects were reported.